Event description:
Reporter stated that the pt experienced an event of under-delivery of an internal formula using the device. It was reported that the feeding was taking 3-4 hours longer, but the amount of under-delivery was not reported. There was no report of injury, illness, or medical intervention associated with the event. One pt involved.